Event description:
Our affiliate is reporting to us that a patient underwent a successful acl repair with the use of an intrafix femoral screw for fixation on (B)(6) 2011. Patient presented very uncomfortable; returned to the or on (B)(6) 2011 for a scope examination, at this point the surgeon noted that the graft was in place, well fixated and still working; however the fixation was loose in the joint, the surgeon removed the screw; no other intervention was needed. This procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and was evaluated visually; both with the naked eye and under power: it is noted that there is a screw, apparently in good condition surrounded by what appears to be the sheath, which is partial, is torn and deteriorated; the expected condition considering that it has been in the body. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause or underlying reason for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.